Event description:
A malfunction alarm identified as code malf 12 was reported, but there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer was provided with pump reset information by technical support and helped in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.